Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. The insulin pump received with fading serial number label. The insulin pump had a cracked retainer, but the p cap locked into place properly.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.